Event description:
It was reported to our country representative in (B)(4) by a vns treating physician that they had a pt who has been having seizures and has high impedance on their system diagnostic testing. It is unk if their seizures are above or below their prevns baseline rate. X-rays have been taken and sent to the manufacturer for review, at this time not received. The patient's vns has been disabled. Surgery will be planned pending the outcome of their x-ray review. The pt does fall when they have seizures so it is unk if this may have attributed to their reported high lead impedance. Good faith attempts are underway for further details.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serous injury.